Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Complaint received with return of device. Failure (event) observed during analysis. Extended charge time was observed via review of device diagnostics. The cause of the extended charge time was capacitor deformation. The device was tested on the bench and the extended charge time could not be reproduced.